Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the rectum during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip remained inside the catheter even though full deployment steps were done. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the rectum during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip remained inside the catheter even though full deployment steps were done. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: a resolution 360 ultra clip was received for analysis. Visual inspection of the returned device revealed the clip assembly was stuck into the bushing. In addition, the bottom part of the clip was deformed, and the device had a kink in the catheter part. No other problems were noted. The reported complaint of clip failure to release from catheter was confirmed since it is possible that during the procedure, the connection between the bushing and the capsule malfunctioned and caused the bushing and the capsule to become stuck between them. In addition, the device had a kinked part in the catheter. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.